Manufacturer narrative:
Correction: a different computer was used to resolve the issue. There the issue occurred during replacing the computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not available at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced to resolve the issue. The system then passed the system checkout and was found to be fully functional. Computer has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the computer could not communicate with the positioning sensor unit (psu). There was no patient present when this issue was observed.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that issue could not be replicated and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.